Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported '0, 1, and 2 are not working on the keypad' which was reproduced. The reported condition was verified. The cause was determined to be an inoperable keypad #0, #1, #2. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keys 0, 1 and 2 on the keypad were not working. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.